Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the secondary procedure on (B)(6) 2017 relined with 3 ovation limb extensions. There were no evidence to support the following reported events: endoleak type ii and endoleak type ib. The clinical evaluation additionally identified the following potential contributing factors to the reported event; large diameter right common iliac artery and patent lumbar arteries. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, and two suprarenal aortic extensions. A follow up computed tomography (CT) showed the patient had a type 1b endoleak and a potential type 2 endoleak. The physician is planning a secondary intervention to resolve the issue. A secondary intervention has not been completed and there are no reports of a secondary intervention being scheduled. The current patient status is unknown.